Manufacturer narrative:
The liquid embolic material was not returned as it was consumed in the intervention. These events may have been caused by hemodynamic changes induced by the embolization of the treating vessel. However, the exact cause cannot be determined. Based on the reported information, there was no allegation that a malfunction or deficiency of the material occurred during the procedure. There is no evidence suggesting that the device/s was defective, but rather procedure related events. Hemorrhage and ischemic events are known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Linked events: 2029214-2017-00836 2029214-2017-00837 2029214-2017-00838 2029214-2017-00839. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6). Medtronic received report that 51 men and 43 women (age range 7 to 59 years old). Onyx was used in 138 procedures, either alone (n=88) or in combination with n-bca (n =50). 2 permanent neurologic deficits were reported to have been related to the onyx procedure. One was a hemorrhagic that was associated with transient right hemiparesis, and the other was an ischemic that was associated with ophthalmoplegia complication occurring within 48 hours after the procedure.